Manufacturer narrative:
H3: product analysis: evaluation determined that the device was tested and the temperature was measured to be 119.5f. The likely cause of failure was identified as inadequate preventive maintenance. It was also noted that laser markings faded, internal components corroded and broken shaft. B3: date of event notification: 2025-02-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mr8 will not lock on it's second lock. The locking mechanism does not rotate all the way with or without an attachment on it. It was reported that there was no patient involvement.